Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the coil prematurely detached then broke. A snare device was used to remove the coil. There were no clinical consequences reported.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported and it could not be obtained. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during the procedure, the coil prematurely detached then broke. A snare device was used to remove the coil. There were no clinical consequences reported.